Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, no specific value was provided. Customer consumed juice to treat the low bg level. Contact reported that the customer bg levels elevated and have been stable since the event. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data showed a 15 unit bolus delivery at 9:57 pm on (B)(6) 2016. An additional 4 unit bolus was requested and delivered at 11:05 pm while the pump registered 13.35 units of insulin on board from the previous delivery. Customer overrode two recommended corrections to bolus requests on (B)(6) 2016. Pump data then showed temporary decreased basal insulin rates were programmed at 1:27 am and 1:38 am on (B)(6) 2016. Customer may have miscalculated the boluses leading to unintended low blood glucose (bg) levels. No device failure was detected.